Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high thresholds. It was also noted that the rv lead exhibited high and undefined impedance, oversensing and noise. The rv lead remains in use. No patient complications have been reported as a result of this event.